Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges the patient underwent an additional surgery for adhesions,bowel obstruction, and removal of the bard/davol composix kugel,and recurrent hernia. However,no medical records have been provided. Recurrence, and adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No specific device issue has been alleged, and no sample has been returned for evaluation. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Information is limited at this time; should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for repair of a ventral incisional hernia. A bard/davol composix kugel mesh, was implanted into the patient's body to repair the hernia defect. On (B)(6) 2009: the patient underwent an exploratory laparotomy with lysis of adhesions, release of small bowel obstruction, removal of the bard/davol composix kugel patch, and repair of a ventral incisional hernia. The product implanted in the patient failed to reasonably perform as intended and caused serious injury and had to be removed via invasive surgery and necessitated additional invasive surgery to repair the hernia that the product was initially implanted to treat. It is alleged that the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment due to the alleged defective bard/davol composix kugel mesh patch.

Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges the patient underwent an additional surgery for adhesions, bowel obstruction, and removal of the bard/davol composix kugel, and recurrent hernia. However, no medical records have been provided. Recurrence, and adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No specific device issue has been alleged, and no sample has been returned for evaluation. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made as to the degree to which the device may have caused or contributed to the patient's postoperative complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for repair of a ventral incisional hernia. A bard/davol composix kugel mesh, was implanted into the patient's body to repair the hernia defect. (B)(6) 2009: the patient underwent an exploratory laparotomy with lysis of adhesions, release of small bowel obstruction, removal of the bard/davol composix kugel patch, and repair of a ventral incisional hernia. The product implanted in the patient failed to reasonably perform as intended and caused serious injury and had to be removed via invasive surgery and necessitated additional invasive surgery to repair the hernia that the product was initially implanted to treat. It is alleged that the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment due to the alleged defective bard/davol composix kugel mesh patch. Addendum: attorney alleged that the patient had dissection into mid upper abdomen, chronic nausea, vomiting, chronic diarrhea and chronic constipation.